Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgical team opened two irrigators and both had greenish flakes that they said looked like battery corrosion. The items were opened on to the sterile field. Therefore, there was foreign material found inside the sterile packaging.

Event description:
It was reported that the surgical team opened two irrigators and both had greenish flakes that they said looked like battery corrosion. The items were opened on to the sterile field. Therefore, there was foreign material found inside the sterile packaging.

Manufacturer narrative:
It was reported that the device was not available for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: greenish flakes probable root cause for equipment leaks: 1. Material/design error. 2. Constant irrigation flow is not maintained leading to limited field of view. 3. Stopcocks in improper configuration. 4. Large anatomy. 5. Missing o-ring. 6. Damaged or deformed o-ring. 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). 8. Clogged tubing. 9. User error. Probable root cause for foreign material: 1. Material/design error. 2. Excessive user force. 3. Severe shipping conditions. 4. Disposable tip rubbing against product. 5. User error. The reported failure mode will be monitored for future reoccurrence.